Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo superficial femoral artery. The lesion was pre-dilated with an 6x80mm non-abbott balloon once at 12 atmospheres for 60 seconds. Via contralateral approach, a 5.5x120mm supera stent was advanced to the lesion without resistance and was attempted to deploy. However, the stent deployed only partially (approximately 5cm), thus it failed to be fully released. The supera was simply withdrawn under fluoroscopy and a new same size supera stent was deployed without issue to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous and heavily calcified anatomy and/or other devices prevented the ratchet from properly engaging and fully releasing the stent from the delivery system; thus resulting in the reported activation/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.